Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke into numerous pieces'), embedded device ('metal coil embedded on one end, with a thin metal wire protruding from the hrnen.') And pelvic pain ('pelvic pain/pain') in a 28-year-old female patient who had essure (batch no. 699884,86.374-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included oophorectomy in 2009, depression, dyspareunia and allergic rash. Concomitant products included bupropion hydrochloride (wellbutrin), estradiol (estrogen), ibuprofen, paracetamol (tylenol), progesterone, testosterone, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdomen pain"), 2 years 4 months after insertion of essure. In 2010, the patient experienced allergy to metals ("nickel allergy"), metrorrhagia ("metrorrhagia (bleeding between periods)/abnormal bleeding (general)"), menorrhagia ("menorrhagia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy (full)/lysis of adhesions, bilateral uterolysis left ovarian cystotomy excision and hysterectomy (full)/tulguralion of endometriosis). Essure was removed in 2017. At the time of the report, the device breakage, embedded device, dysmenorrhoea, allergy to metals, metrorrhagia, menorrhagia, psychological trauma, endometriosis, fatigue, vaginal haemorrhage and genital haemorrhage outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, embedded device, endometriosis, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 1905, she had laboratory data (as written per ppf, please note date discrepancy). Reported: date of insertion: (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 (noted discrepancy) and removal date: jun2015, (B)(6) 2015, (B)(6) 2015 (noted discrepancy) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: total bilateral occlusion. Expiration date for lot number 86.374 is (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received: reporter information, lab data added. Events: abnormal bleeding (vaginal) and abnormal bleeding (general) added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke into numerous pieces'), embedded device ('metal coil embedded on one end, with a thin metal wire protruding from the hrnen.') And pelvic pain ('pelvic pain/pain') in a 28-year-old female patient who had essure (batch no. 699884,86.374-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included oophorectomy in 2009, depression, dyspareunia and allergic rash. Concomitant products included bupropion hydrochloride (wellbutrin), estradiol (estrogen), ibuprofen, paracetamol (tylenol), progesterone, testosterone, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6)2008, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdomen pain"), 2 years 4 months after insertion of essure. In 2010, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)/abnormal bleeding (general)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and endometriosis ("endometriosis"). The patient was treated with surgery (she had full hysterectomy. And hysterectomy (full)). Essure was removed in 2017. At the time of the report, the device breakage, embedded device, dysmenorrhoea, allergy to metals, metrorrhagia, menorrhagia, psychological trauma, endometriosis and fatigue outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, embedded device, endometriosis, fatigue, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: on (B)(6)1905, she had laboratory data (as written per ppf, please note date discrepancy). Reported : date of insertion: (B)(6)2010, (B)(6)2010 (noted discrepancy) and removal date : (B)(6)2015, (B)(6)2015 (noted discrepancy) . Expiration date for lot number 86.374 is 01-feb-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: update of information (batch is not valid). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil embedded on one end, with a thin metal wire protruding from the hrnen.'), device breakage ('device broke into numerous pieces') and pelvic pain ('pelvic pain/pain') in a 28-year-old female patient who had essure (batch no. 699884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". The patient's medical history included oophorectomy in 2009, depression, dyspareunia and allergic rash. Concomitant products included bupropion hydrochloride (wellbutrin), estradiol (estrogen), ibuprofen, paracetamol (tylenol), progesterone, testosterone, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdomen pain"), 2 years 4 months after insertion of essure. In 2010, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)/abnormal bleeding (general)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), endometriosis ("endometriosis") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she had full hysterectomy. And hysterectomy (full)). At the time of the report, the embedded device, device breakage, dysmenorrhoea, metrorrhagia, psychological trauma, endometriosis, menorrhagia, allergy to metals and fatigue outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, embedded device, endometriosis, fatigue, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: on (B)(6) 1905, she had laboratory data (as written per ppf, please note date discrepancy). Reported : date of insertion: (B)(6) 2010, (B)(6) 2010 (noted discrepancy) and removal date : (B)(6) 2015, (B)(6) 2015 (noted discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: mr received: event device embedded added. Reporter was added, consumer race was added, medical history was added, updated entry under reporter causality comment field. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke into numerous pieces') and pelvic pain ('pelvic pain/pain') in a 28-year-old female patient who had essure (batch no. 699884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". Concomitant products included bupropion hydrochloride (wellbutrin), estradiol (estrogen), ibuprofen, paracetamol (tylenol), progesterone, testosterone, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdomen pain"), 2 years 4 months after insertion of essure. In 2010, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)/abnormal bleeding (general)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), endometriosis ("endometriosis") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she had full hysterectomy. And hysterectomy (full)). Essure was removed in 2017. At the time of the report, the device breakage, dysmenorrhoea, metrorrhagia, psychological trauma, endometriosis, menorrhagia, allergy to metals and fatigue outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, endometriosis, fatigue, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: on (B)(6) 1905, she had laboratory data (as written per ppf, please note date discrepancy). Reported : date of insertion: (B)(6) 2010 (noted discrepancy) and removal date : (B)(6) 2015(noted discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs received. Reporter information, lot number, concomitant drug added. Event : menorrhagia, nickel allergy, fatigue, left lower abdomen pain, device broke into numerous pieces, essure confirmation test(s) conducted, specify : no added. Outcome of pelvic pain, abdominal pain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke into numerous pieces') and pelvic pain ('pelvic pain/pain') in a 28-year-old female patient who had essure (batch no. 699884) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify : no". Concomitant products included bupropion hydrochloride (wellbutrin), estradiol (estrogen), ibuprofen, paracetamol (tylenol), progesterone, testosterone, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdomen pain"), 2 years 4 months after insertion of essure. In 2010, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods)/abnormal bleeding (general)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), psychological trauma ("psych injury"), endometriosis ("endometriosis") and allergy to metals ("nickel allergy"). The patient was treated with surgery (she had full hysterectomy. And hysterectomy (full)). Essure was removed in 2017. At the time of the report, the device breakage, dysmenorrhoea, metrorrhagia, psychological trauma, endometriosis, menorrhagia, allergy to metals and fatigue outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, endometriosis, fatigue, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: on (B)(6) 1905, she had laboratory data (as written per ppf, please note date discrepancy). Reported : date of insertion: (B)(6) 2010 (noted discrepancy) and removal date : (B)(6) 2015(noted discrepancy) . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke into numerous pieces'), embedded device ('metal coil embedded on one end, with a thin metal wire protruding from the hrnen.') And pelvic pain ('pelvic pain/pain') in a 28-year-old female patient who had essure (batch no: 699884,86.374) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included oophorectomy in 2009, depression, dyspareunia and allergic rash. Concomitant products included bupropion hydrochloride (wellbutrin), estradiol (estrogen), ibuprofen, paracetamol (tylenol), progesterone, testosterone, vitamin b12 nos and vitamin d nos (vitamin d). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("left lower abdomen pain"), 2 years 4 months after insertion of essure. In 2010, the patient experienced metrorrhagia ("metrorrhagia (bleeding between periods) /abnormal bleeding (general)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and endometriosis ("endometriosis"). The patient was treated with surgery (she had full hysterectomy. And hysterectomy (full). Essure was removed in 2017. At the time of the report, the device breakage, embedded device, dysmenorrhoea, allergy to metals, metrorrhagia, menorrhagia, psychological trauma, endometriosis and fatigue outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device breakage, dysmenorrhoea, embedded device, endometriosis, fatigue, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: on (B)(6) 1905, she had laboratory data (as written per ppf, please note date discrepancy). Reported : date of insertion: on (B)(6) 2010, (noted discrepancy) and removal date: on (B)(6) 2015 (noted discrepancy). Expiration date for lot number: 86.374 is, 01-feb-2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-dec-2019: pfs received. Additional lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), metrorrhagia ("metrorrhagia (bleeding between periods)"), psychological trauma ("psych injury") and endometriosis ("endometriosis"). The patient was treated with surgery (she had full hysterectomy.). Essure was removed in 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, metrorrhagia, psychological trauma and endometriosis outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, endometriosis, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: on (B)(6)1905, she had laboratory data (as written per ppf, please note date discrepancy). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: reporters and patient demographics and laboratory data were added. Essure indication updated. On 2017, she explanted essure. Injury event was updated to pelvic pain, abdominal pain, dysmenorrhea, metrorrhagia (bleeding between periods), psych injury, endometriosis. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.